Event description:
Customer reported experiencing a past low blood glucose event with the lowest level displayed as "low," though the specific value was unknown. It was confirmed that the event occurred earlier in the day before reaching out to customer technical support, and the customer consumed carbohydrates to manage the situation. Cause was not known. Technical support advised the customer to consult with a healthcare professional to further discuss factors affecting their blood glucose levels, and the customer acknowledged this recommendation.